Manufacturer narrative:
A.1.- a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender (egb) referenced in this report. The event occurred in (B)(6) austria. Livanova has initiated an investigation into the reported issue.

Event description:
Livanova deutschland has received a report concerning an electronic gas blender (egb) delivering a flow rate that differed from the value shown on the device display. The customer indicated that no error codes were generated; only the delivered flow did not correspond to the displayed flow rate. The issue was reportedly observed during a procedure. No patient impact occurred.